Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was implanted at a depth of 11mm. An attempt was made to pull the device up to 6-7mm but was unsuccessful. Moderate paravalvular leak (pvl) was noticed by transesophageal echocardiogram (tee) and poor diastolic separation was noted. A balloon aortic valvuloplasty (bav) was performed which resulted in trace to mild pvl on tee and angiogram. The hemodynamics were improved and the physician concluded that satisfactory results were obtained. Two days post implant, the patient's condition worsened. An attempt was made to snare both frame hoops on the initial valve to lift it into an acceptable position. The valve was not able to be moved. The decision was made to place a secondary valve into the existing valve, but slightly higher. This was successfully performed with angiographic images confirming that there was no pvl. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. The paravalvular leak was most likely was due to sub optimal position as the valve was implanted at a reported depth of 11mm. Optimal placement of the bioprosthesis, per the instructions for use (IFU), would be approximately 4 mm to 6 mm below the annulus so the skirt is within the aortic annulus. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique as well as other pre-existing patient conditions. Per the instructions for use (IFU), once deployment is complete, re-positioning of the bioprosthesis (e.g., use of a snare and/or forceps) is not recommended. Without return of the product or procedural video images, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).